Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. (B)(4).

Event description:
"The literature article entitled, ""on the inflammatory response in metal-on-metal implants"" written by ulrike dapunt, thomas giese, felix lasitschka, jörn reinders, burkhard lehner, jan philippe kretzer, volker ewerbeck and gertrud maria hänsch published by the journal of translational medicine dapunt et al. Journal of translational medicine 2014, 12:74 http://www.translational-medicine.com/content/12/1/74 was reviewed for MDR reportability. The article reports: ""five patients undergoing revision surgery due to hip resurfacing implant (metal-on-metal, asr hip system, depuy)"" and provides patient ages of 62, 47, 42, 71 and 60 but does not provide gender identity. The cases are captured individually on linked complaints. No further information provided on adverse events related to depuy products. The article reports that tissue samples did show metal wear particles and cellular infiltrate, consisting mainly of mononuclear cells." This complaint captures a (B)(6) yo patient with noted clinical signs of pain, chrome 43.0 mcg/l & cobalt 64.0 mcg/l who received revision of asr resurfacing 8 years post initial implantation.